Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had symptoms such as nausea, fatigue, yeast infections. The customer treated with pump. Customer's current blood glucose value was 540 mg/dl and at the time of incident. Troubleshooting was performed. The customer had visited in emergency room and was hospitalized on (B)(6) 2018 at 9 pm. The blood glucose value when admitted to hospital was 540 mg/dl or 550 mg/dl something maybe 554 mg/dl. The customer complained about hyperglycemia. The customer wearing the pump at time of hospitalization. Customer reports insulin flow blocked alarm. The product was not returned for analysis.